Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting multiple false positive sars results over a period of 4 months (customer approximates 20 results). Customer states they were not symptomatic and that some results were confirmed negative by other brand rapid antigen tests and/or pcr. Report 6 of 20.